Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when the procedure was being concluded, a system advisory displayed and the system turned off. The infusion port was still in the eye and air entered in the eye. As a result, the patient experienced a choroidal detachment. It was necessary to perform a vitrectomy. Additional information has been requested.

Manufacturer narrative:
The customer reported that a system message (sm) displayed when finishing the procedure. The patient experienced a choroidal detachment. Additional information was requested with none received. Choroidal detachment has been reported to be related to hypotony and intraocular pressure (iop) fluctuation. In a study that looked at risk factors and outcomes in suprachoroidal hemorrhage (sch) during pars plana vitrectomy (ppv), significant risk factors for the development of sch during ppv included high myopia history of retinal detachment (rd) surgery, rhegmatogenous retinal detachment (rd), use of cryotherapy, scleral buckling at the time of ppv, external drainage of the sub-retinal fluid, and intraoperative systemic hypertension. Other intraoperative factors that can influence the likelihood of choroidal hemorrhage leading to detachment may include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe, or vitreous loss during surgery. Under normal conditions, intraocular pressure pushes choroidal blood into the vortex veins. However, when there is a sudden decrease in iop, the blood coming from the anterior and posterior ciliary arteries cannot pass through the veins, causing blood to accumulate in the suprachoroidal space. The physiologic 1 to 3 mmhg pressure difference between the suprachoroidal and intraocular areas usually keeps blood from accumulating in the suprachoroidal space. When the globe is open, however, the pressure difference between the two areas decreases sharply. This may cause the vessels to rupture, allowing blood to escape and allowing the choroid to separate from the scleral wall. Several risk factors such as elevated intraocular pressure (iop), glaucoma, low sclera rigidity, high myopia, generalized atherosclerosis, hypertension, peripheral vascular diseases, liver disease, age, and increased axial length have been identified as potential contributors. As stated in the operator¿s manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the company service representative examined the system and could not replicate the reported event. Based on the reported sm, the company service representative suggested to the facility to check the power and backup power. Unrelated to the reported event, the system was upgraded. The system was found to function as intended. The system was manufactured on february 18, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined. The manufacturer internal reference number is: (B)(4).